Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The numbers kept scrolling when the customer attempted to deliver a bolus. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.